Event description:
The insulation has detached itself from the tip ( code 3322) . It was only by chance that the surgeon found it in the abdominal cavity.

Manufacturer narrative:
At this time, msi is awaiting the device back so an investigation can be conducted. Once an investigation occurs, a final report will be submitted with all findings.